Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate relief. Imaging revealed that the spinal cord stimulation (scs) paddle lead had migrated. The patient underwent revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. Nothing was explanted.